Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting tones. At interrogation, the device was found to be near eri. During explant, the device was unable to be interrogated using two different programmers. The patient has not received a shock since the last interrogation. The device was successfully replaced.